Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that database exceeded due to software issue. A technical support specialist confirmed the database and hotfix version, synchronized the data, and subsequently rebooted the station application launched successfully. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that a pyxis anesthesia es system database exceeded. The customer reported that when attempting to retrieve dilaudid 2mg, a notification appears indicating a "fatal data error," resulting in the complete locking of the pyxis drawer. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section b2 - corrected for outcomes attributed to adverse event.